Event description:
Information was received indicating that a smiths medical medfusion pump had a battery error. The issue was discovered during a service check and there was no patient involvement.

Manufacturer narrative:
Returned device was received with missing battery. Broken ear clip, top case cracked on corners, tubing guides and handle, cracked bottom case by l-bracket, and right plunger case.. Evidence of reported problem in event log was found. During the evaluation of the device battery communication timeout at power up. Battery values all zero since battery is missing. The customer reported condition was confirmed. Problem source was traced to user interface. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a smiths medical medfusion pump had a battery error. The issue was discovered during a service check and there was no patient involvement.